Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2011. The pt reported that when his therapies are enabled and he lies down, he can feel an uncomfortable stimulation in his chest. In addition, the pt is having difficulty establishing telemetry with the ipg. Follow up on the pt found he is working closely with his physician to determine the next course of action.